Event description:
It was reported to MFR that the pt presented to the hosp having experienced inappropriate shocks from the concomittant implantable cardiac defibrillator while in sinus rhythm. A lead fracture was suspected. The decision was made to explant the entire system. During the explant procedure, the physician had to "tug" on the lead to remove it from the device. It was believed that the distal coil might have been compromised during the removal.